Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was returned without the mcs tip accessory. An in-house mcs tip was installed onto the instruments tube adapter with no issues despite the fact that the tube adapter was found to be broken. The instrument was then tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The mcs tip accessory remained installed onto the instruments tube adapter through the entirety of the test. Additional observation(s) not reported by site: the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.30mm x 1.77mm in size. Additional common causes include improper installation or removal of the tip accessory. The instrument was found to have a detached fragment. The fragment broke off from the instruments tube adapter. The broken piece was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer could not firmly install the monopolar curved scissor (mcs) tip on the mcs instrument. While dissecting, the monopolar scissor tip fell inside the patient. The fragment was successfully retrieved by the surgeon. No additional surgical procedure, such as laparoscopy or open surgery, was required for retrieval, and no post-operative imaging tests like x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically using a backup mcs instrument. There was no injury to the patient, and the patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.